Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and opening. A microscopic analysis was performed which identify striated opening, broken started, missing shell and non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a broken striated edge opening on anterior side assessed as surgical damage. A striated edge opening on posterior side assessed as surgical damage non-penetrating nicks. Missing piece of the shell assessed as inconclusive.

Event description:
This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "patient felt pain in breast". Affected side unknown. Device has been explanted.